Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert due to the device having been reached eri due to premature battery depletion. The device was later found to be in backup vvi mode 4 days later. A device download was not performed. The device was explanted and replaced.

Event description:
New information received indicates that the patient was in satisfactory condition post-procedure.